Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/20/2015). The patient¿s meter has been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/7/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue occurred on an unknown morning ¿before (B)(6)¿. The patient provided the following meter readings which were obtained from the subject meter at this time: ¿5.0 and 7.0mmol/l¿. These results were obtained from blood glucose tests performed less than 20 minutes apart. The patient stated that they manage their diabetes with oral medication (type and dosage unknown) as well as with diet and/or exercise. The patient did not make any changes to their regular diabetes management routine as a result of the alleged product issue. The patient stated that ¿right away¿ after the product issue started they developed the symptoms of ¿shaky and unbalanced¿. However, the patient denied receiving any form of medical treatment as a result of these symptoms. At the time of troubleshooting, the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient did not have any control solution to walk through a retest. The patient¿s products were requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.